Event description:
On 12/03/1998, during an epidural injection on a male pt, the physician was inserting a 25 gauge, 3.5 inch tuohy needle in l4-5. Due to the thickness of the pt it was determined that a longer needle was required to reach the epidural space. The needle was withdrawn and it was noted that it had broken midshaft. The physician did not hit bone while inserting the needle. The portion of the needle which remained in the pt's back was not able to be retrieved. The pt was then transported by ambulance to the hosp and the needle was retrieved during surgery. The pt recovered well with no long term sequelae.